Event description:
It was reported that the patient has recently had an increase in seizures, and the vns battery was noted to be at intensified follow-up indicator = yes. The patient was referred for vns generator replacement. The patient underwent vns generator replacement. The explant facility is known to discard all explants in surgery. No additional relevant information has been received to date.